Event description:
A customer called to report that a pt rec'd an unplanned transfusion of one unit of packed red blood cells as a result of a blood leak which occurred during extracorporeal photopheresis administered on the therakos xts instrument. The customer indicated that a blood pump alarm occurred and while troubleshooting the issue with the therakos call center, a leak was observed at the joint where the fluid pathway tubing meets the photoactivation plate. The customer stated that no clotting was observed and there were no other alarms observed during treatment nor during the kit priming steps. The treatment was aborted with no fluid returned to the pt. The customer estimated the pt blood loss to be 400 ml.

Manufacturer narrative:
The device malfunction led to an unplanned transfusion of one unit of packed red blood cells. The device was requested to be returned to the MFR for investigation but has not been rec'd as of the date of this report. (B)(4).